Manufacturer narrative:
Medwatch (B)(6) was filed to report this event. Product evaluation: analysis results not available; device not returned for evaluation.

Event description:
It was reported that during a sinus surgery, "while using the microdebrider to open the maxillary sinus, 5mm of the tip broke off. The tip was seen in the maxillary sinus. We were able to retrieve the tip, despite the active bleeding. The tip could have been sent down to the nasal passage to the throat." It was confirmed that the bleeding was not due to the blade breaking. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.